Event description:
The event is reported as: complaint alleged that the rubber bands were defective. They were breaking while the operating room staff was preparing to use them. There was no pt involvement.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.